Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The xience pro is currently not commercially available in the us. The product PMA# listed is based on the predicate device (xience v) and is therefore similar to a device sold in the u.s.

Event description:
It was reported that during a heavily calcified right coronary artery stenting procedure, the lesion was successfully predilated. The 3.5 x 18 xience pro stent delivery system (sds), while exiting the guiding catheter, got stuck and could not advance any further. It was decided to remove the sds from the vessel, but there was resistance during removal. Once removed it was noted that the stent struts were flared in the proximal part of the stent. Another non-abbott device was used to successfully complete the procedure. There was no adverse patient effect; however, the procedure was delayed thirty minutes. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation/flared struts was able to be confirmed. The reported difficulty to remove the device was able to be confirmed. The failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.